Event description:
While doing a carotid endarterectomy, shunt was placed in the left carotid artery. Halfway through the patch angioplasty the distal balloons in the left internal carotid artery ruptured causing blood loss.